Event description:
During hysterscopic fallopian tube occulusion, first essure device was inserted and failed to deploy correctly. Spring did not expand and remained inside patient. Spring was removed from patient by md and saved along with product packaging. Delivery device was discarded by or staff.====================== manufacturer response for permanent birth control system, essure======================manufacturer rep was contacted by or case staff.